Event description:
Device was explanted due to a non-specific malfunction. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Initial interrogation revealed that the pacemaker was working in the safety backup mode. The returned data and the memory content of the pacemaker were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on october 15th, 2020 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Please note, in the safety backup mode, to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. Due to the battery depletion, a re-initialization request was not provided by the programmer. This represents a normal behavior. In a next step, the ability of the device to deliver therapies was verified. The therapy was no longer available due to the depleted status of the battery. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed the battery depletion. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected, and the anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, there was no indication of a device malfunction. The battery status was anticipated.